Event description:
While deploying stent to pda, stent came off balloon and migrated to lm. Stent retrieval attempted & stent moved out of lm, now is seen under fluoro in rfa. Pt required surgery to have stent removed from rfa.